Event description:
Boston scientific received information that a law firm has been retained to represent this patient with regard to a defective device which necessitated a surgical procedure to resolve. There were no reported complications or irreparable injury reported as a result of the surgical procedure.

Event description:
Boston scientific received information in (B)(6) 2011 that this legal firm, who is representing this patient, has submitted a legal claim against boston scientific corporation alleging that the manufacturer sold a product in a defective condition resulting in an unreasonable risk to the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.